Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the patient underwent a primary right l4-l5 spinal root decompression. 15 days later, the patient presented with "increased pain in the right buttock and right thigh". The investigator noted the event as mild in intensity. Physician prescribed antiinflammatories (unspecified) and physical therapy. The outcome of the event was resolved with treatment in 01/00. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as the illness being treated. In 07/00, the patient presented with "left leg pain". Physician ordered an MRI which showed new disc bulge at l4-l5 left. Physician prescribed antinflammatories (vioxx, 25 mg po qd) as treatment. The condition was reported as continuing with treatment when the patient was last seen in administration of adcon-l. The investigator noted a possible explanation for the event as the illness being treated.